Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of oxidation on the battery contacts was confirmed via evaluation of the customer submitted photos. Photos provided by the customer captured the contact side of the 14v li-ion battery serial number (B)(6). Provided photos show slight corrosion of the battery contacts. The 14v li-ion battery was not returned for further analysis. Additional information states patient placed batteries on side table near a urinal, which appears to have leaked onto the battery. It was also stated there are no further issues found with the patient. The determined root cause of the reported fluid ingress leading to corrosion was due to the environment. The device history record for the 14v li-ion battery (serial number (B)(6) was inspected on 22jul2024. No deviations from manufacturing or qa specifications were shown from the 14v li-ion battery. The 14v li-ion battery was shipped to the customer on 30sep2024. Heartmate 3 patient handbook section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 instructions for use section 6 ¿ ¿patient care and management¿ warns the user to never submerge any external system components (such as batteries) in water or liquid. Submersion in water or liquid may cause the left ventricular assist device to stop. This section also states "never expose the system controller or batteries to water. The system controller must be kept dry at all times." Heartmate 3 patient handbook section 10 and heartmate 3 instructions for use (IFU) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were sent for review. The patient had corrosion on one of their batteries. The patient was getting alarms on their primary controller and ultimately decided to perform a controller change out on their own without notifying the site until after the patient had completed it. The log files indicated that the system controller clock sync had not been performed yet. Log files from the patient's previous primary controller were sent for review. The heartmate 3 (hm3) event log recorded several low power advisory events while connected to battery power on (B)(6) 2025 prior to the controller exchange. These events were associated with a brief reduction in the relative state of charge (rsoc) signal values. A voltage reduction was not recorded during these events. The reduction in the signal value caused the low power advisory alarms. This type of event was usually associated with a poor connection between the battery contacts and the battery clip contacts. The corrosion to the battery could have been the cause of this poor connection. Two batteries have been affected. No product would not be returned. The patient placed the batteries on side table next to the bed and the urinal was nearby which appeared to have leaked onto the batteries. The patient was stable with no issues at home.